Manufacturer narrative:
Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint history for production order for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt was made to obtain the missing information; however, the account did not have the information. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the fully inserted preloaded toric intraocular lens (iol) was explanted from the left eye in a secondary surgery. The issue was first identified during the post-operative exam. Directions for use were followed. Another johnson and johnson iol was implanted as replacement (dib00 +21.0 diopter). No unplanned sutures, vitrectomy, or incision enlargement was required. The patient is fully recovered. No further information was provided.

Manufacturer narrative:
The product was received for evaluation. Additional information: section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: dec 18, 2024. Section h3: evaluated by manufacturer: yes. Device evaluation: visual inspection revealed the lens was received cut into three pieces; two of the pieces were stuck together. The lens was cleaned and presented with no further issues. The complaint issues were not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: based on the complaint investigation results, the product was released within specifications. The complaint issue reported could not be confirmed and no product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.